Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the device system and leads were explanted due to a patient infection. During the procedure, a new right ventricular (rv) lead was implanted in the pacer dependent patient and connected to this device outside the patient's body until a new system would be implanted the following week. No further complications were observed.